Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus and basal delivery. Customer changed out pump supplies and insulin delivery was resumed. Customer's blood glucose (bg) was over 500 mg/dl and a correction bolus was delivered to address bg. Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.